Manufacturer narrative:
Based on the analysis of the electronic data from the device alone, we were unable to determine the cause of the reported AED behavior and have requested that the device be returned so that it may be evaluated and tested. To date, no items have been returned and the root cause is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
It was reported by a police department that while responding to a cardiac arrest call, a responding police officer attempted to use AED s/n (B)(4) on a patient, but it would not power on. They also reported that when the second AED s/n (B)(4) arrived on the scene, it was attached it to the pads from the original AED, but that AED would not analyze or charge. They further reported that when ems arrived, they applied their own AED and it did not recommend a shock. This MDR is being filed for AED s/n (B)(4). See MDR 3003521780-2019-00005 for the MDR associated with AED s/n (B)(4).